Manufacturer narrative:
The insulin pump no button response due to flattened dome switch on esc button (creased). There was a torn keypad overlay, scratched display window, cracked reservoir tube lip and missing end cap sticker noted during visual inspection. Analysis was unable to perform prime/ compromised force sensor, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had a physical damage. The blood glucose at the time of the incident was 327 mg/dl. There was no troubleshooting done for the high blood glucose. However the insulin pump did had cracks and a missing segment on the esc button.